Manufacturer narrative:
The device was not returned for analysis. An event of migration, perivalvular leak (pvl), and anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. The reported pvl and anemia appear to be related to the migration. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision valve was chosen for implant using an large flexnav delivery system. The annular dimensions of the native valve were annulus perimeter 92.8mm, area 648.8mm and left ventricular outflow tract (lvot) perimeter 94.1mm and area 636.3mm. The valve was successfully implanted. On (B)(6) 2024, it was noted that the device migrated ventricularly and patient had a paravalvular leak (pvl). Due to pvl, a hemolysis was noted in the patient. A new 29mm non-abbott valve was implanted inside of navitor. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.